Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported experiencing frequent e4 (occlusion) errors on his infusion device which caused elevated blood glucose(value not provided.) To troubleshoot, he was instructed to disconnect from his infusion site and to bouls two units of insulin in the air. He was able to do so without error. He was then instructed to re-connect to his infusion site and he was able to bolus without error. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.